Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial:( B)(6), batch: a000126089.

Event description:
It was reported the patient took a fall, and as a result was experiencing ineffective therapy. An x-ray confirmed the lead has migrated. Surgical intervention took place on (B)(6) 2023 where the lead was repositioned to address the issue. Therapy was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.